Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. No patient complications were reported by the hospital. However the hospital did not provide any information regarding how the case was completed.

Manufacturer narrative:
Investigation details: the visual inspection shows that the seal and tension spring are out of the deployment tube. The complaint is not confirmed.